Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. The fse completed a system verification and test drive without any issues. The fse's service visit did not reveal any issues related to the customer reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. Fse replaced the blue fiber cable (bfc) due to low transmission value. The system was tested and verified as ready for use. The bfc is a scrap item and will not be returned to isi for evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had non-intuitive motion on arm 2 with more instruments. The issue was identified during use. The customer called the tse after the procedure with the system powered off. On system logs, there were no error logs in the system related to the reported issue. The surgeon decided not to use arm 2 and continued the procedure robotically as planned to use 3 arms. There was a delay of less than 15 minutes and no harm to the patient. A request was made for an isi field service engineer (fse) visit to ensure that the system was working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The system functionality was checked upon powering on the system and the functionality was intact. The system initially powered on with no errors. The arm did not respond to the movement of the surgeon at the console, and it was moving in random directions. There was no video recording of the procedure available.